Manufacturer narrative:
A replacement teladoc blood glucose meter was sent to the patient. The patient's blood glucose meter was requested to be returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported a complaint stating that their control solution 1 result was out of range. As a result, control solutions and a refill kit were ordered. The patient then performed the control solution test using the new supplies; however, the control solution 1 result was still out of range. The result remained consistent each time, showing a value of 81, while the acceptable range for control solution 1 is 94-142. Conversely, the result for control solution 2 was within range.